Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (07/05/2025). The patient's blood glucose levels declined to 40 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include profuse sweating, palpitation and dizziness. The patient was treated with IV (intravenous) insulin, IV fluids saline solution, and glucagon. The patient was released two days later on (07/07/2025). The pod was worn when seeking medical attention.